Manufacturer narrative:
Device analysis: microscopic visual inspection of infusion catheter (ic) found that there were cracks displayed on the coolant luer. The device was tested for leaks by using a syringe with water and flushing it out on the coolant port. It was noticed that the device leaked from the coolant luer where the cracks were present. The reported event of a leak was confirmed, and cracks on the luer were observed that were not reported.

Event description:
It was reported that the ekos device coolant and drug ports were leaking during the procedure. An ekos endovascular device, 106x12cm was selected for to treat a case of pulmonary embolism (pe). After the ekos device was placed and the patient was transferred to the ICU, it was observed that the drug and coolant ports were both leaking. The ekos device was removed. Due to poor patient condition as a result of pe, the patient was unable to be brought back to the catheterization lab for reintervention. As a result, the patient received systemic lysis with urokinase lytic, and their condition subsequently improved. The patient condition was reported to be good following the procedure.

Event description:
It was reported that the ekos device coolant and drug ports were leaking during the procedure. An ekos endovascular device, 106x12cm was selected for to treat a case of pulmonary embolism (pe). After the ekos device was placed and the patient was transferred to the ICU, it was observed that the drug and coolant ports were both leaking. The ekos device was removed. Due to poor patient condition as a result of pe, the patient was unable to be brought back to the catheterization lab for reintervention. As a result, the patient received systemic lysis with urokinase lytic, and their condition subsequently improved. The patient condition was reported to be good following the procedure.